Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was dropped and had crack on the screen. Troubleshooting was done for cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.